Manufacturer narrative:
(B)(4). Applicable imaging studies were returned to the manufacturer for evaluation. The pin was returned for evaluation. Visual examination confirmed the tip broke off; approximately 11mm of the tip was not returned for analysis. Fracture surface analysis reveals a fairly flat, brittle fracture surface and circular material flow, consistent with torsional overload. A review of the device history records did not identify any applicable nonconformances to specification. Refer to manufacturer report 1030489-2011-00479 for details about first pin that broke.

Manufacturer narrative:
Applicable imaging studies were not returned to the manufacturer for evaluation.

Event description:
It was reported that the patient underwent a direct lateral interbody fusion (dlif) procedure. While screwing a 12mm pin into the bone at l4 the pin broke at the distal tip (approx 1 cm). The hcp did not notice this at the time and thought he stripped the bone so he decided to put in a 13mm pin. The 13mm pin encountered resistance. The hcp used a mallet on the second pin suspecting that the bone was sclerotic. During final tightening the 13mm pin broke at the distal tip (1 cm). It was determined that the tips did not present any danger since they were deep within the vertebral body. Both tips are located on the lateral right side of l4 next to the superior end plate and in the lateral to medial direction. The tips were not retrieved and remain in the patient.